Manufacturer narrative:
The customer's reported complaint description of PICC hub cracked cannot be confirmed since no complaint sample was returned. No photos showing a hub crack were provided. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the pasv valve luer hub while making a connection with the nc. Grasping the pasv valve hub while connecting a syringe/tubing set to the nc can transmit additional torque to the pasv female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. No DHR review is required since there was no reported lot number and DHR review of ship history report lots is required since the packaged good upn is also unknown. The reporting facility did not indicate the lot/batch of the affected product. As a result, a search for similar complaints of the same lot/batch number could not be performed. Attempts to obtain this information have been made but were unsuccessful. Angiodynamics has created an instructional video regarding the care and maintenance of the bioflo PICC; reference youtube video, "angiodynamics bioflo PICC care and maintenance instructional video" uploaded on november 18, 2020. This video is intended as a visual representation of information provided in the dfu for clinicians who are responsible for the care and maintenance of piccs but are not responsible for PICC placement. Labeling review: the dfu that is supplied with the bioflo PICC device contains the following statements: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing - recommended procedure: 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warning: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4). 1. (B)(4), 1317056-2024-00276, 2. (B)(4), 1317056-2024-00277, 3. (B)(4), 1317056-2024-00279, 4. (B)(4), 1317056-2024-00280, 5. (B)(4), 1317056-2024-00281, 6. (B)(4), 1317056-2024-00282, 7. (B)(4), 1317056-2024-00283, 8. (B)(4), 1317056-2024-00284, 9. (B)(4), 1317056-2024-00285, 10. (B)(4), 1317056-2024-00286, 11. (B)(4), 1317056-2024-00287, 12. (B)(4), 1317056-2024-00288, 13. (B)(4), 1317056-2024-00289, 14. (B)(4), 1317056-2024-00290, 15. (B)(4), 1317056-2024-00291, 16. (B)(4), 1317056-2024-00292, 17. (B)(4), 1317056-2024-00293, 18. (B)(4), 1317056-2024-00294.

Event description:
Event 3 of 19: an end-user report received by mhra reported a total of nineteen (19) bioflo PICC hub cracks occurred over the course of the last approximate 3 years. The cracks are reported to have occurred where the needle free connector is screwed on. It was suspected this occurs when the staff screws on a new needle free connector or attaching a "giving set" to the needle free connector. The connections are hand tightened and all staff were trained to properly flush after each use. The majority of the lines were used for chemotherapy. As a result of this issue, each patient's device was removed and replaced. This patient had a single bioflo PICC.